Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that the patient experienced diaphoresis and unresponsiveness. The cgm was reading 193 mg/dl on the app and tandem pump display device while the blood glucose was not checked. The spouse could not wake the patient and called 911. Upon arrival to the ed, the bg was 26 mg/dl. The cgm value was documented as 159 mg/dl. The patient was treated with glucose infusion and woke up. The patient underwent CT scan to evaluate for seizure. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.